Event description:
A hospital in (B)(6) reported that an mr290 vented autofeed humidification chamber of an rt340 adult dual-heated evaqua breathing circuit kit did not pass the evita 4 ventilator leak test.

Event description:
A hospital in (B)(6) reported that an mr290 vented autofeed humidification chamber of an rt340 adult dual-heated evaqua breathing circuit kit did not pass the evita 4 ventilator leak test.

Manufacturer narrative:
(B)(4). Method: the complaint chamber was returned to the manufacturer for evaluation. The complaint chamber was visually inspected and pressure tested. Results: the visual inspection revealed no damages on the complaint chamber. The pressure test found the complaint chamber to be within specification for this product. No fault was found. Conclusion: no fault was found with the returned complaint chamber. Every mr290 chamber is pressure tested to (B)(4) following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. Fisher & paykel healthcare's user instructions that accompany the mr290 chamber specify to the user to "perform a pressure and leak test on the breathing system before connecting to a patient", to refrain from using the chamber if it has been dropped and "to set the appropriate ventilator alarms" in the event a leak occurs.

Manufacturer narrative:
(B)(4). The complaint device is currently en route to the manufacturer. We will provide a follow up report upon completion of our investigation.